Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who previously had l3/4/5 posterior lumbar interbody fusion (plif). Post initial surgery patient had lower extremity pain due to l5/s adjacent intervertebral disorder and concurrent diffuse idiopathic skeletal hyperostosis (dish), fixation from t12 to the ilium was performed during current surgery. It was reported that during the placement of the right rod, bending was insufficient; while applying force with the ari, an attempt was made to insert the set screw, but it could not be placed. A rod reducer was also used, but the set screw could not be inserted properly; upon checking the screw head, deformation was found, so it was replaced. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis - part # 55740006550: lot # h5711283. Visual and optical inspection confirmed the screw head gripper tab inserts have been damaged. The damage appears to be from the screw placement process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.